Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 did not deliver energy, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer converted to the erbe after the start of the procedure due to the e-100 not delivering energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the customer reported that the vessel sealer extend (vse) did not work when connected to the e-100. The customer opened a second vse prior to calling in with no change. The customer moved the vse to erbe prior to calling in and the vse delivered energy. No related errors in the logs. The technical support engineer (tse) guided the customer through a hard power cycle of e-100 with no change. The tse asked what the color of the e-100 instrument led was however the customer was not able to provide the information due to moving the vse cable to the erbe as the surgeon needed energy with the vse. The customer proceeded with the case. Fse to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and failure analysis (fa) was not able to replicate the customer reported failure. In-house fa installed the e-100 into the test system and it worked fine with a synchroseal instrument installed. Fa used a synchroseal with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and the e-100 worked fine without any issue.

Event description:
Refer to h10/h11 for follow-up information.